Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the cine hard drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently would not boot, had an x-ray disabled error and would not work in cine mode. There was no patient injury or death reported.